Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a display window corner.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks around the battery compartment and failed the battery test. No further trouble shooting was available. Customer's does not know blood glucose. No further info reported.